Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor during changing of reservoir and set. Customer's blood glucose at time of incident was 30mmol/l. The customer stated insulin was gushing out. The customer insulin pump was not bumped ofr dropped. The customer stated that pump swapped during ooh. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 30mmol/l.

Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window and cracked battery tube threads.